Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional did not report an event. Later reported rupture. This relates to the right side. Device has been explanted and replaced with no abbvie device.

Event description:
Healthcare professional did not report an event. Later reported rupture. This relates to the right side. Device has been explanted and replaced with no abbvie device.

Manufacturer narrative:
Continued: e1- phone number:(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.